Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2013. During the procedure, the drill was used through the curved guide and fractured off into the patient's glenoid. The piece was retrieved with no delay to the procedure.

Manufacturer narrative:
Examination of returned device found fracture due to inadvertent surgical error. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."